Event description:
It was reported that after implanting cardiac resynchronization therapy defibrillator (crt-d), the right ventricular (rv) lead exhibited high out of range shock impedance measurements above 200 ohms. Technical services (ts) was consulted and recommended reprogramming and testing options. It was noted that before crt-d implant, the left ventricular (lv) lead and the right ventricular (rv) lead had exhibited high thresholds, but the physician decided to explant the device. The plan was to increase patient follow up to verify if high out of range shock impedance measurements continue. No adverse patient effects were reported. Additional information was received, and the crt-d was explanted due to therapy upgrade, the lv lead was surgically abandoned due high pacing thresholds and the rv lead was surgically abandoned due to a product issue. No additional adverse patient effects were reported.